Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator (ins). Caller mentioned that the patient hasn't used the device in almost close to a year because it doesn't provide stimulation that's adequate to cover the pain. Patient is about to have the stimulator removed on the 27th of this month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.